Event description:
The pt reported blood glucose results of "245 mg/dl" with the lifescan meter and "160 mg/dl" on a lab device, performed within 20 minutes of each other. Between the tsts, there was no intervention that would be expected to change the blood glucose. The control solution was replaced.